Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer stated that they do not use the sensor feature. Customer's blood glucose reading at the time of the call was 12.0 mmol/l. No further information reported.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. However, the pump was unable to prime during the prime test due to a faulty force sensor. No motor error alarms were noted. The motor was tested outside of the device and it passed. The pump also had a cracked case at the display window corners and battery tube threads, a broken reservoir tube lip, and minor scratches on the lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.